Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, calcified annulus and restricted posterior leaflet. An xtw clip (20608r256) was inserted, but one of the grippers did not lower. Troubleshooting was performed, but the issue was unable to be resolved; therefore, the clip was removed and replaced. An additional xtw clip (20802r1006) was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 40 degrees. The physician stated the clip remained stable on the leaflets and mr was reduced to a grade of 2. It was noted the gradient increased to 5-6mmhg, but the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.